Event description:
The affiliate reported: reservoir was connected to the ventricular catheter which was inserted into the ventricle. It was tested as per the IFU for patency aspiration of csf. No csf was able to be withdrawn despite the clinician being confident of placement. The catheter was then changed with the same result and then the reservoir was replaced like for like with another of the same product and implanted. "Ttis" new system was then tested again as per the IFU for aspiration resulting in csf drainage. (B)(4) the product specialist confirmed that the patient wasn¿t closed and reopened, the surgeon went ahead and tried a new reservoir while the patient was open. The comments below were made by the product specialist while completing the complaints form. There was delay of less than 30 mins. Kind. (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the reservoir was visually inspected and what looks like needle holes were noted in the top of the reservoir. The rickham reservoir was irrigated, no occlusion was noted. The reservoir was dismantled, biological debris was found in the reservoir. It is possible at the time of implantation this debris was the cause of the of the csf drainage problem, but this could not be determined, as no occlusion was noted during the investigation. Review of the history device records confirmed the device conformed to the specifications when released to stock. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.